Manufacturer narrative:
Prismaflex st100 set ckt has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted the photograph did not allow observing the reported damage. Nevertheless, the photograph did not allow identifying any specific defect on the impacted set that could explain this leak. The device was not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the filter of a prismaflex st100 set was broken which resulted in an external fluid leakage. The leak was observed while priming the set prior to patient use. There was no patient involvement. No additional information is available.